Manufacturer narrative:
The laser diffusing fiber (ldf) was returned to the manufacturer for evaluation. Testing found that the fiber was burnt at the tip. Additionally, it was bent and broken in two places. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735560, serial/lot #: (B)(4), ubd: 19-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation procedure, the catheter was found to be burnt with the ablation system set to 15w at 97% power. It was reported that the burnt fiber was the second out of two. It was noted that the charring was observed at the end of the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.